Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not available.

Event description:
The patient reported right hip revision due to 3 dislocations that occurred within 6 days during the 3rd week following initial surgery.

Manufacturer narrative:
The unknown hip implant reported was found to be competitor devices therefore, this report is being canceled.

Event description:
The patient reported right hip revision due to 3 dislocations that occurred within 6 days during the 3rd week following initial surgery.